Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the physician has noticed on four implants that the pacing/sensing threshold deteriorated significantly over the next six months. Follow up was not able to obtain any additional information. The leads remain in use. No patient complications have been reported as a result of this event.